Event description:
The customer reported to olympus, the xenon light source could not be turned on when connected to device. The issue was found during receipt inspection. The intended therapeutic laparoscope procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lamp does not light due to main board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the failure of the lamp to light up automatically occurred due to a main board failure. Olympus will continue to monitor field performance for this device.